Manufacturer narrative:
(B)(4). It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device not available.

Event description:
The patient had sah and pre-ruptured anterior communicating artery aneurysm so the surgeon performed endovascular treatment on (B)(6) 2016. The reported valve was implanted to a patient on (B)(6) 2016 via lp-shunt with setting of 180mmh2o. It was reported that after implantation, the surgeon diagnosed over drainage, so he tried to change the pressure setting to the valve, but it surgeon couldn't be changed the pressure setting on (B)(6) 2017. The revision surgery was performed with ns9008 with setting of 200mmh2o on (B)(6) 2016 with the already implanted abdominal and lumber catheter which were remained in the patient's body and connected with the revised valve. The patient is (B)(6) years old, female, her initial is (B)(6). The patient's primary diseases are sah and cerebral aneurysm. This event links to (B)(4). No further information was provided by the hospital.